Manufacturer narrative:
The pump exchange due to continuous thrombosis referenced was reported under medwatch manufacturer report #2916596-2016-02308. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 1 month. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted for a pump was exchange due to thrombosis on (B)(6) 2016. During the admissions it was observed that the patient has a possible active infection, with growth of staphylococcus epidermidis at the lvad driveline site.

Manufacturer narrative:
Device evaluation: device thrombosis was confirmed during the evaluation of the returned pump. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a red thrombus formation situated adjacent to the bearing ball and in contact with two of the stator blades. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin could not be conclusively determined. Although a specific duration of time for which it was present in the pump could not be conclusively determined, the thrombus was not adhered to any of the blood-contacting surfaces and showed no evidence of denaturation. In addition, there were no contact marks on the outlet portion of the rotor or the outlet bearing cup, suggesting that it was not present in this location for a prolonged period of time. A specific cause for the development of the observed thrombus formation and a correlation to the reported infection could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that extensive evaluation of the staph epidermis cultured from around the percutaneous lead's exit site prior to the pump exchange revealed no indication of an active infection. It was reported that the hospital's consensus was that the finding of infection was unrelated to the suspected pump thrombosis.